Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), weight increased ("weight gain "), dyspareunia ("dyspareunia "), anxiety ("anxious ") and depression ("depressed "). The patient was treated with surgery (total laparoscopic hysterectomy ilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the left essure device appears to have migrated distally witthin the fallopian tube."), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ganglion removal. Previously administered products included for an unreported indication: nsaids and depo. Past adverse reactions to the above products included hypersensitivity with nsaids. Concurrent conditions included morbid obesity, loss of weight, skin eruption, gastroesophageal reflux disease, asthma, hypothyroidism, anemia, uterine bleeding and cervical cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 23 days after insertion of essure, the patient experienced rash ("skin rash"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure, cystoscopy) and surgery (total laparoscopic hysterectomy bilateral salpingectomy with removal of essure, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals, dysmenorrhoea, weight increased, anxiety, depression and rash outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right- one trailing coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement on (B)(6) 2015 hysterosalpingogram revealed, unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, rash, pelvic pain, abnormal bleeding. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs and medical record received. Reporter's information and lot number was added. Events added: the left essure device appears to have migrated distally witthin the fallopian tube, abnormal bleeding (vaginal), skin rash, pelvic pain, abnormal bleeding (general). Outcome of events pain in abdomen, pain during intercourse and bleeding were updated to recovered/ resolved. Concomitant diseases, historical drug, historical conditions and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the left essure device appears to have migrated distally within the fallopian tube."), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ganglion removal. Previously administered products included for an unreported indication: nsaids and depo. Past adverse reactions to the above products included hypersensitivity with nsaids. Concurrent conditions included morbid obesity, loss of weight, skin eruption, gastroesophageal reflux disease, asthma, hypothyroidism, anemia, uterine bleeding and cervical cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 23 days after insertion of essure, the patient experienced rash ("skin rash"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure, cystoscopy) and surgery (total laparoscopic hysterectomy bilateral salpingectomy with removal of essure, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, allergy to metals, dysmenorrhoea, weight increased, anxiety, depression and rash outcome was unknown and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right- one trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement. On (B)(6) 2015 hysterosalpingogram revealed, unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, rash, pelvic pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.